Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker presented to the hospital due to syncope and fainting. Upon further review, it was found that this pacemaker was in safety mode, and the patient was in third degree heart block. Additionally, episodes of pacing inhibition due to oversensing caused pauses in pacing for greater than 4 seconds. The cause of the oversensing was determined to be due to the device in safety mode with unipolar sensing. This pacemaker was also suspected of exhibiting premature battery depletion. A temporary pacemaker was inserted in the patient until a replacement procedure could occur. Additional information was received that this pacemaker had been explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has not returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker presented to the hospital due to syncope and fainting. Upon further review, it was found that this pacemaker was in safety mode, and the patient was in third degree heart block. Additionally, episodes of pacing inhibition due to oversensing caused pauses in pacing for greater than 4 seconds. The cause of the oversensing was determined to be due to the device in safety mode with unipolar sensing. This pacemaker was also suspected of exhibiting premature battery depletion. A temporary pacemaker was inserted in the patient until a replacement procedure could occur. Additional information was received that this pacemaker had been explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has returned for analysis.